Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found with unused deployment mechanism, with loaded stent graft, and without damage or deformation indicating a failure to cross the lesion; the distal end of the system including tip was found in good condition. A video demonstrating the alleged failure to cross was not provided. The system was flushed, the lesion was pre dilated, and appropriate accessories were being used. The tortuosity of the vessel was reported as normal, but resistance was felt. The reported failure to cross the lesion could not be re produced which leads to inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding accessories the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. In regards to pta the instructions for use state: predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician.' H10: b5, d4 (expiry date: 12/2023), g3 h11: h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent graft procedure in left iliac artery via right femoral approach, the stent was allegedly unable to reach the lesion. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified . As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2023).

Event description:
It was reported that during a stent graft procedure through the right femoral artery , the stent was allegedly unable to reach the lesion. The procedure was completed by using another device. There was no reported patient injury.